Event description:
We treated a male with a pulmonary cancer in the left lung upper lobe with a starburst electrode. The procedure was without complications and the following control-CT: no intrapulmonary bleedings or pneumothorax observed. On four days later, the pt expire at home of severe hemoptysis. Autopsy will or has been performed.